Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgery nurse reported that following an intraocular lens (iol) implant surgery, a capillary crack was noted in the optic of the iol three to four hours following the procedure. The surgeon took the pt back to surgery and in a secondary surgical procedure, removed and replaced the iol with the same model lens. Additional info has been requested.